Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited low amplitudes and noise which was oversensed and resulted in an untreated episode and episodes with inappropriate shocks. Pocket manipulation and twisting of the patient's torso was performed and some noise could be replicated. The device was reprogrammed to secondary vector. Additionally, it was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.